Event description:
It was reported that all contacts on the lead showed high impedances, greater than 10,000 ohms, and the patient could no longer feel paresthesia. It was suspected that the place of fixation (titan anchor) caused a lead breakage although fixation was done correctly. The lead was explanted and replaced with correct paresthesia coverage. There was no patient injury but surgical revision was required. It was noted that the patient had a history of failed back surgery syndrome since 2006. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 387745, lot# b0803508k, implanted: (B)(6) 200, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead model 387745 lot b0803508k found all conductors were broken 12.1cm from the distal end. The lead appeared to have been bent at this location. The stylet coil coating was broken at the location of the conductor breaks. All circuits were open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.